Event description:
It was reported that during a total gastrectomy procedure, the instrument did not cut or staple the tissue. A like device was used to finish the case. There was no reported pt consequence.